Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type catheter. Event date is an estimate.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was receiving morphine (unknown) at an unknown concentration and dose via intrathecal drug delivery pump for chronic low back pain and spinal pain. It was reported that the patient experienced loss of relief. A dye study was done with no backflow and no visible dye. The catheter tip was found at t5 (thoracic) and was originally implanted at t10 range; the catheter had migrated out of the intrathecal space. The patient worked in construction and has had a few slips and falls, which may have led or contributed to the issue. The drug type and concentration were changed and dose adjustments were made. The catheter was completely explanted and replaced. The issue was resolved and the patient status was "alive - no injury" at the time of this report. No further complications were reported/anticipated.